Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, oversensing due to noise was noted on the right ventricular (rv) lead. The physician suspected insulation damage, although it was not confirmed. X-ray imaging was performed and no rv lead abnormalities were observed. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.